Event description:
Initial result for a patient creatinine was 2.2 mg/dl. When repeated, the result was 0.6 mg/dl. The incorrect result was not reported. The field service representative found air bubbles in the syringe and repaired the instrument by purging the bubbles.